Event description:
It was reported during in clinic follow up that the right ventricular lead showed intermittent capture and the atrial lead showed total loss of capture. During revision, it was noted on fluoroscopy that both leads had dislodged. After opening the device pocket, it was seen that the device was flipped over and the leads were misaligned over it, indicative of twiddlers syndrome. The leads were explanted and successfully replaced. There were no patient consequences.

Event description:
Additional information was received that the device was repositioned and left implanted.